Event description:
It was reported that while using day aligners, the front lateral tooth had not fully shifted forward. The patient may have to remove a back molar due to the crown getting infected and replacing the tooth with an implant.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.